Event description:
Healthcare professional reported right side "rupture" and "textured product". Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rupture". And "textured product". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken, brown particle in the shell and underweight. A microscopic analysis was performed which identify, sharp broken in the posterior and missing. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a broken sharp in the posterior side assessed, as unidentified (tear) broken. Missing piece of the shell assessed, inconclusive.